Manufacturer narrative:
Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted an incomplete patient line prime, air in the patient line. Functional tests including, leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the lines of a homechoice cassette. This occurred during fill three of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The patient stated that there was air in the supply lines when the therapy was complete. Renal therapy services (rts) advised the patient to follow up with the nurse regarding the event. Proper procedures per user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.